Event description:
It was reported that bd needle 18ga 1in blunt fill sla had a hole in the hub and there was leakage. The following information was provided by the initial reporter: "when the device was used, it was notice a failure in its plastic component. The structure was with a hole, causing a leakage of the medication that was being handled."

Manufacturer narrative:
Initial reporter phone number (B)(6); initial reporter fax number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd needle 18ga 1in blunt fill sla had a hole in the hub and there was leakage. The following information was provided by the initial reporter: "when the device was used, it was notice a failure in its plastic component. The structure was with a hole, causing a leakage of the medication that was being handled."